Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain / pelvic cramping / pelvic soreness / severe and persistent pain'), device expulsion ('portion of the essure devices are noted at the uterine fundus') and genital haemorrhage ('heavy bleeding') in a 33-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "has not used birth control or contraception at any time following essure placement". The patient's medical history included tonsillectomy in 2004, female condom from 2000 to 2006, multigravida, parity 2 (date of births: (B)(6) 1990 and (B)(6) 1996.), abortion, carpal tunnel release, tonsillectomy, anxiety, vitamin d deficiency, eczema nummular, back injury, mass, pain, dysuria, pharyngitis, allergy to antibiotic, diarrhea, obesity, arthralgia, sore throat, ovarian cyst, bacterial vaginosis, vaginal discharge, allergic rhinitis, heartburn, stomach ache, upper respiratory infection, costochondritis, vitamin d deficiency, fatty liver, plantar fasciitis, dysfunctional uterine bleeding, eczema nummular, blepharoconjunctivitis, cholelithiasis and uterine fibroid. On (B)(6) 2006 she underwent dye test (essure confirmation test). On an unspecified date, due to heavy bleeding, ultrasounds and pap smears were performed, which resulted in ablations. Underwent allergy testing, scratch/puncture test on or about (B)(6) 2014 with confirmation of allergy to nickel. On (B)(6) 2014-pathology results: final pathologic diagnosis a. Gallbladder, cholecystectomy: chronic cholecystitis with cholelithiasis. Concurrent conditions included gallstones since 2014, obesity, psychological disorder nos, nickel sensitivity, cholelithiasis, dermatitis, obstructive sleep apnea syndrome, fatty liver, pain in extremity (pain on lower right fore arm), numbness, wrist pain and joint pain. Concomitant products included ascorbic acid, ascorbic acid;calcium pantothenate;calcium phosphate;colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol acetate;riboflavin;thiamine mononitrate;zinc sulfate (multivitamin with minerals), citalopram, colecalciferol (cholecalciferol), doxycycline hyclate, fluticasone, folic acid, loratadine, lorazepam, naproxen (naprosyn), omeprazole and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight increased ("weight gain / weight gain - whole body") and experienced allergy to metals ("hypersensitivity reaction to nickel (unexplained rash / hives arms-chest, neck/ bloating abdominal, hands/feets ; weight gain - whole body)/allergic to nickel") with rash and urticaria and abdominal distension ("bloating / bloating abdominal"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2007, the patient experienced pain in extremity ("soreness of feet / dull pain-feet / soreness of hands / dull pain in hands feet ,hands"). In 2008, the patient experienced back pain ("severe and persistent back pain / back pain left side / back aching / pain / sharp back pain"). In 2009, the patient experienced headache ("severe headaches / headaches / dull head pain/ sharp pain in head/ painful pressure in head"). In (B)(6) 2011, the patient experienced peripheral swelling ("swelling of hands and swelling of feet / swelling of hands and feet/ bloating hands/feet"), 4 years 10 months after insertion of essure (ess205). In (B)(6) 2011, the patient experienced arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), amnesia ("memory loss") and hypersensitivity ("allergic reactions") and was found to have hepatic enzyme increased ("elevated liver enzymes / elevated liver results / elevated liver results"). On an unknown date, the patient experienced sleep apnoea syndrome ("sleep apnea"). On an unknown date, the patient experienced joint swelling ("swelling of joint"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and cholelithiasis ("symptomatic cholelithiasis"). The patient was treated with ibuprofen, chiropractor and surgery (ablations on 27 (B)(6) 2012 and removal of the fallopian tubes, tubal ligation and essure in (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, hypersensitivity and abdominal distension had resolved, the device expulsion, genital haemorrhage, joint swelling, weight increased, sleep apnoea syndrome, amnesia, back pain, headache, allergy to metals, hepatic enzyme increased, pain in extremity, arthralgia, mental disorder and cholelithiasis outcome was unknown and the peripheral swelling was resolving. The reporter considered abdominal distension, allergy to metals, amnesia, arthralgia, back pain, cholelithiasis, device expulsion, fatigue, genital haemorrhage, headache, hepatic enzyme increased, hypersensitivity, joint swelling, mental disorder, pain in extremity, pelvic pain, peripheral swelling, sleep apnoea syndrome and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: nothing was prescribed to swelling of hands, swelling of feet, swelling of joint, because doctor did not know what were the cause. It was also informed that diet was changed due to weight gain. She discussed her health issues and symptoms with physician on (B)(6) 2013. On (B)(6) 2014, with other physician and on (B)(6) 2014 with other physician. It was reported that once she had surgery to remove the essure, she experienced a gradual decrease in the swelling, persistent and severe pelvic pain, allergic reactions, bloating and fatigue. Approximate weight at the time of essure placement: 150 lbs. Current weight: 186 lbs. Insertion details- right 6 and left 7 coils. Surgical pathology report: cholelithiasis and allergic contact dermatitis to metals. Bilateral fallopian tubes with no significant pathologic findings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:rash, hives, weight gain, sleep apnea syndrome, fatigue, menorrhagia, back pain, abdominal bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain / pelvic cramping / pelvic soreness / severe and persistent pain'), device expulsion ('portion of the essure devices are noted at the uterine fundus') and genital haemorrhage ('heavy bleeding') in a 33-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "has not used birth control or contraception at any time following essure placement". The patient's medical history included tonsillectomy in 2004, female condom from 2000 to 2006, multigravida, parity 2 (date of births: (B)(6) 1990 and (B)(6) 1996.), abortion, carpal tunnel release, tonsillectomy, anxiety, vitamin d deficiency, eczema nummular, back injury, mass, pain, dysuria, pharyngitis, allergy to antibiotic, diarrhea, obesity, arthralgia, sore throat, ovarian cyst, bacterial vaginosis, vaginal discharge, allergic rhinitis, heartburn, stomach ache, upper respiratory infection, costochondritis, vitamin d deficiency, fatty liver, plantar fasciitis, dysfunctional uterine bleeding, eczema nummular, blepharoconjunctivitis, cholelithiasis and uterine fibroid. On (B)(6) 2006 she underwent dye test (essure confirmation test). On an unspecified date, due to heavy bleeding, ultrasounds and pap smears were performed, which resulted in ablations. Underwent allergy testing, scratch/puncture test on or about (B)(6) 2014 with confirmation of allergy to nickel. (B)(6) 2014-pathology results: final pathologic diagnosis. A. Gallbladder, cholecystectomy: chronic cholecystitis with cholelithiasis. Concurrent conditions included gallstones since 2014, obesity, psychological disorder nos, nickel sensitivity, cholelithiasis, dermatitis, obstructive sleep apnea syndrome, fatty liver, pain in extremity (pain on lower right fore arm), numbness, wrist pain and joint pain. Concomitant products included ascorbic acid, ascorbic acid;calcium pantothenate;calcium phosphate;colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol acetate;riboflavin;thiamine mononitrate;zinc sulfate (multivitamin with minerals), citalopram, colecalciferol (cholecalciferol), doxycycline hyclate, fluticasone, folic acid, loratadine, lorazepam, naproxen (naprosyn), omeprazole and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight increased ("weight gain / weight gain - whole body") and experienced allergy to metals ("hypersensitivity reaction to nickel (unexplained rash / hives arms-chest, neck/ bloating abdominal, hands/feets ; weight gain - whole body)/allergic to nickel") with rash and urticaria and abdominal distension ("bloating / bloating abdominal"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2007, the patient experienced pain in extremity ("soreness of feet / dull pain-feet / soreness of hands / dull pain in hands feet ,hands"). In 2008, the patient experienced back pain ("severe and persistent back pain / back pain left side / back aching / pain / sharp back pain"). In 2009, the patient experienced headache ("severe headaches / headaches / dull head pain/ sharp pain in head/ painful pressure in head"). In (B)(6) 2011, the patient experienced peripheral swelling ("swelling of hands and swelling of feet / swelling of hands and feet/ bloating hands/feet"), 4 years 10 months after insertion of essure (ess205). In (B)(6) 2011, the patient experienced arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), amnesia ("memory loss") and hypersensitivity ("allergic reactions") and was found to have hepatic enzyme increased ("elevated liver enzymes / elevated liver results / elevated liver results"). On an unknown date, the patient experienced sleep apnoea syndrome ("sleep apnea"). On an unknown date, the patient experienced joint swelling ("swelling of joint"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and cholelithiasis ("symptomatic cholelithiasis"). The patient was treated with ibuprofen, chiropractor and surgery (ablations on (B)(6) 2012 and removal of the fallopian tubes, tubal ligation and essure in 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, hypersensitivity and abdominal distension had resolved, the device expulsion, genital haemorrhage, joint swelling, weight increased, sleep apnoea syndrome, amnesia, back pain, headache, allergy to metals, hepatic enzyme increased, pain in extremity, arthralgia, mental disorder and cholelithiasis outcome was unknown and the peripheral swelling was resolving. The reporter considered abdominal distension, allergy to metals, amnesia, arthralgia, back pain, cholelithiasis, device expulsion, fatigue, genital haemorrhage, headache, hepatic enzyme increased, hypersensitivity, joint swelling, mental disorder, pain in extremity, pelvic pain, peripheral swelling, sleep apnoea syndrome and weight increased to be related to essure (ess205). The reporter commented: nothing was prescribed to swelling of hands, swelling of feet, swelling of joint, because doctor did not know what were the cause. It was also informed that diet was changed due to weight gain. She discussed her health issues and symptoms with physician on (B)(6) 2013. On (B)(6) 2014, with other physician and on (B)(6) 2014 with other physician. It was reported that once she had surgery to remove the essure, she experienced a gradual decrease in the swelling, persistent and severe pelvic pain, allergic reactions, bloating and fatigue. Approximate weight at the time of essure placement: 150 lbs. Current weight: 186 lbs. Insertion details- right 6 and left 7 coils. Surgical pathology report: cholelithiasis and allergic contact dermatitis to metals. Bilateral fallopian tubes with no significant pathologic findings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:rash, hives, weight gain, sleep apnea syndrome, fatigue, menorrhagia, back pain, abdominal bloating, most recent follow-up information incorporated above includes: on 22-jul-2020: medical records received. Essure lot number was added. Reporter was added. Event symptomatic cholelithiasis added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain / pelvic cramping / pelvic soreness / severe and persistent pain'), device dislocation ('portion of the essure devices are noted at the uterine fundus') and genital haemorrhage ('heavy bleeding') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "has not used birth control or contraception at any time following essure placement". The patient's medical history included tonsillectomy in 2004, female condom from 2000 to 2006, multigravida, parity 2 (date of births: (B)(6) 1990 and (B)(6) 1996.), abortion, carpal tunnel release, tonsillectomy, anxiety, vitamin d deficiency, eczema nummular, back injury, mass, pain, dysuria, pharyngitis, drug allergy, diarrhea, obesity, arthralgia, sore throat, ovarian cyst, bacterial vaginosis, vaginal discharge, allergic rhinitis, heartburn, stomach ache, upper respiratory infection, costochondritis, vitamin d deficiency, fatty liver, plantar fasciitis, dysfunctional uterine bleeding, eczema nummular, blepharoconjunctivitis, cholelithiasis and uterine fibroid. On (B)(6) 2006 she underwent dye test (essure confirmation test). On an unspecified date, due to heavy bleeding, ultrasounds and pap smears were performed, which resulted in ablations. Underwent allergy testing, scratch/puncture test on or about (B)(6) 2014 with confirmation of allergy to nickel. (B)(6) 2014-pathology results: final pathologic diagnosis. A. Gallbladder, cholecystectomy: -chronic cholecystitis with cholelithiasis. Concurrent conditions included gallstones since 2014, obesity, psychological disorder nos, nickel sensitivity, cholelithiasis, dermatitis, obstructive sleep apnea syndrome, fatty liver, pain in extremity (pain on lower right fore arm), numbness, wrist pain and joint pain. Concomitant products included ascorbic acid, ascorbic acid;calcium pantothenate;calcium phosphate;colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol acetate;riboflavin;thiamine mononitrate;zinc sulfate (multivitamin with minerals), citalopram, colecalciferol (cholecalciferol), doxycycline hyclate, fluticasone, folic acid, loratadine, lorazepam, naproxen (naprosyn), omeprazole and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight increased ("weight gain / weight gain - whole body") and experienced allergy to metals ("hypersensitivity reaction to nickel (unexplained rash / hives arms-chest, neck/ bloating abdominal, hands/feets ; weight gain - whole body)/allergic to nickel") with rash and urticaria and abdominal distension ("bloating / bloating abdominal"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2007, the patient experienced pain in extremity ("soreness of feet / dull pain-feet / soreness of hands / dull pain in hands feet ,hands"). In 2008, the patient experienced back pain ("severe and persistent back pain / back pain left side / back aching / pain / sharp back pain"). In 2009, the patient experienced headache ("severe headaches / headaches / dull head pain/ sharp pain in head/ painful pressure in head"). In (B)(6) 2011, the patient experienced peripheral swelling ("swelling of hands and swelling of feet / swelling of hands and feet/ bloating hands/feet"), 4 years 10 months after insertion of essure (ess205). In (B)(6) 2011, the patient experienced arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), amnesia ("memory loss") and hypersensitivity ("allergic reactions") and was found to have hepatic enzyme increased ("elevated liver enzymes / elevated liver results / elevated liver results"). On an unknown date, the patient experienced sleep apnoea syndrome ("sleep apnea"). On an unknown date, the patient experienced joint swelling ("swelling of joint"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with ibuprofen, chiropractor and surgery (ablations on (B)(6) 2012 and removal of the fallopian tubes, tubal ligation and essure in (B)(6) 2014). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, hypersensitivity and abdominal distension had resolved, the device dislocation, genital haemorrhage, joint swelling, weight increased, sleep apnoea syndrome, amnesia, back pain, headache, allergy to metals, hepatic enzyme increased, pain in extremity, arthralgia and mental disorder outcome was unknown and the peripheral swelling was resolving. The reporter considered abdominal distension, allergy to metals, amnesia, arthralgia, back pain, device dislocation, fatigue, genital haemorrhage, headache, hepatic enzyme increased, hypersensitivity, joint swelling, mental disorder, pain in extremity, pelvic pain, peripheral swelling, sleep apnoea syndrome and weight increased to be related to essure (ess205). The reporter commented: nothing was prescribed to swelling of hands, swelling of feet, swelling of joint, because doctor did not know what were the cause. It was also informed that diet was changed due to weight gain. She discussed her health issues and symptoms with physician on (B)(6) 2013. On (B)(6) -2014, (B)(6) 2014, with other physician and on (B)(6) 2014 with other physician. It was reported that once she had surgery to remove the essure, she experienced a gradual decrease in the swelling, persistent and severe pelvic pain, allergic reactions, bloating and fatigue. Approximate weight at the time of essure placement: 150 lbs. Current weight: 186 lbs. Insertion details- right 6 and left 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:rash, hives, weight gain, sleep apnea syndrome, fatigue, menorrhagia, back pain, abdominal bloating, most recent follow-up information incorporated above includes: on 27-feb-2020: medical records received- new event portion of the essure devices are noted at the uterine fundus were added. New reporter, medical history, concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain / pelvic cramping / pelvic soreness / severe and persistent pain'), device expulsion ('portion of the essure devices are noted at the uterine fundus') and genital haemorrhage ('heavy bleeding') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "has not used birth control or contraception at any time following essure placement". The patient's medical history included tonsillectomy in 2004, female condom from 2000 to 2006, multigravida, parity 2 (date of births: (B)(6) 1990 and (B)(6)1996.), abortion, carpal tunnel release, tonsillectomy, anxiety, vitamin d deficiency, eczema nummular, back injury, mass, pain, dysuria, pharyngitis, allergy to antibiotic, diarrhea, obesity, arthralgia, sore throat, ovarian cyst, bacterial vaginosis, vaginal discharge, allergic rhinitis, heartburn, stomach ache, upper respiratory infection, costochondritis, vitamin d deficiency, fatty liver, plantar fasciitis, dysfunctional uterine bleeding, eczema nummular, blepharoconjunctivitis, cholelithiasis and uterine fibroid. On (B)(6)2006 she underwent dye test (essure confirmation test). On an unspecified date, due to heavy bleeding, ultrasounds and pap smears were performed, which resulted in ablations. Underwent allergy testing, scratch/puncture test on or about (B)(6)2014 with confirmation of allergy to nickel. (B)(6) 2014-pathology results: final pathologic diagnosis a. Gallbladder, cholecystectomy: chronic cholecystitis with cholelithiasis. Concurrent conditions included gallstones since 2014, obesity, psychological disorder nos, nickel sensitivity, cholelithiasis, dermatitis, obstructive sleep apnea syndrome, fatty liver, pain in extremity (pain on lower right fore arm), numbness, wrist pain and joint pain. Concomitant products included ascorbic acid, ascorbic acid;calcium pantothenate;calcium phosphate; colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol acetate;riboflavin;thiamine mononitrate;zinc sulfate (multivitamin with minerals), citalopram, colecalciferol (cholecalciferol), doxycycline hyclate, fluticasone, folic acid, loratadine, lorazepam, naproxen (naprosyn), omeprazole and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight increased ("weight gain / weight gain - whole body") and experienced allergy to metals ("hypersensitivity reaction to nickel (unexplained rash / hives arms-chest, neck/ bloating abdominal, hands/feet ; weight gain - whole body)/allergic to nickel") with rash and urticaria and abdominal distension ("bloating / bloating abdominal"). In (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2007, the patient experienced pain in extremity ("soreness of feet / dull pain-feet / soreness of hands / dull pain in hands feet ,hands"). In 2008, the patient experienced back pain ("severe and persistent back pain / back pain left side / back aching / pain / sharp back pain"). In 2009, the patient experienced headache ("severe headaches / headaches / dull head pain/ sharp pain in head/ painful pressure in head"). In (B)(6) 2011, the patient experienced peripheral swelling ("swelling of hands and swelling of feet / swelling of hands and feet/ bloating hands/feet"), 4 years 10 months after insertion of essure (ess205). In (B)(6) 2011, the patient experienced arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), amnesia ("memory loss") and hypersensitivity ("allergic reactions") and was found to have hepatic enzyme increased ("elevated liver enzymes / elevated liver results / elevated liver results"). On an unknown date, the patient experienced sleep apnoea syndrome ("sleep apnea"). On an unknown date, the patient experienced joint swelling ("swelling of joint"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with ibuprofen, chiropractor and surgery (ablations on (B)(6) 2012 and removal of the fallopian tubes, tubal ligation and essure in (B)(6) 2014). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, hypersensitivity and abdominal distension had resolved, the device expulsion, genital haemorrhage, joint swelling, weight increased, sleep apnoea syndrome, amnesia, back pain, headache, allergy to metals, hepatic enzyme increased, pain in extremity, arthralgia and mental disorder outcome was unknown and the peripheral swelling was resolving. The reporter considered abdominal distension, allergy to metals, amnesia, arthralgia, back pain, device expulsion, fatigue, genital haemorrhage, headache, hepatic enzyme increased, hypersensitivity, joint swelling, mental disorder, pain in extremity, pelvic pain, peripheral swelling, sleep apnoea syndrome and weight increased to be related to essure (ess205). The reporter commented: nothing was prescribed to swelling of hands, swelling of feet, swelling of joint, because doctor did not know what were the cause. It was also informed that diet was changed due to weight gain. She discussed her health issues and symptoms with physician on (B)(6) 2013. On (B)(6) 2014, (B)(6) 2014, with other physician and on (B)(6)2014 with other physician. It was reported that once she had surgery to remove the essure, she experienced a gradual decrease in the swelling, persistent and severe pelvic pain, allergic reactions, bloating and fatigue. Approximate weight at the time of essure placement: 150 lbs. Current weight: 186 lbs. Insertion details- right 6 and left 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:rash, hives, weight gain, sleep apnea syndrome, fatigue, menorrhagia, back pain, abdominal bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Fu(9) and(10) processed together. On (B)(6)2020: pfs received : reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain / pelvic cramping / pelvic soreness / severe and persistent pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of births: (B)(6) 1990 and (B)(6) 1996.), abortion, condom from 2000 to 2006 and tonsillectomy in 2004. Concurrent conditions included obesity, gallstones since 2014 and psychological disorder nos. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced weight increased ("weight gain / weight gain - whole body"), allergy to metals ("hypersensitivity reaction to nickel (unexplained rash / hives arms-chest, neck/ bloating abdominal, hands/feets ; weight gain - whole body)/allergic to nickel") with rash and urticaria and abdominal distension ("bloating / bloating abdominal"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2007, the patient experienced pain in extremity ("soreness of feet / dull pain-feet / soreness of hands / dull pain in hands"). In 2008, the patient experienced back pain ("severe and persistent back pain / back pain left side / back aching / pain / sharp back pain"). In 2009, the patient experienced headache ("severe headaches / headaches / dull head pain/ sharp pain in head/ painful pressure in head"). In (B)(6) 2011, the patient experienced peripheral swelling ("swelling of hands and swelling of feet / swelling of hands and feet/ bloating hands/feet") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), amnesia ("memory loss"), hypersensitivity ("allergic reactions") and hepatic enzyme increased ("elevated liver enzymes / elevated liver results / elevated liver results"). On an unknown date, the patient experienced joint swelling ("swelling of joint"), sleep apnoea syndrome ("sleep apnea"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and treatment noncompliance ("has not used birth control or contraception at any time following essure placement"). The patient was treated with ibuprofen (advil), surgery (removal of the fallopian tubes, tubal ligation and essure in (B)(6) 2014) and surgery (ablations on (B)(6) 2012). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, hypersensitivity and abdominal distension had resolved, the genital haemorrhage, joint swelling, weight increased, sleep apnoea syndrome, amnesia, back pain, headache, allergy to metals, hepatic enzyme increased, pain in extremity, arthralgia, mental disorder and treatment noncompliance outcome was unknown and the peripheral swelling was resolving. The reporter considered abdominal distension, allergy to metals, amnesia, arthralgia, back pain, fatigue, genital haemorrhage, headache, hepatic enzyme increased, hypersensitivity, joint swelling, mental disorder, pain in extremity, pelvic pain, peripheral swelling, sleep apnoea syndrome, treatment noncompliance and weight increased to be related to essure (ess205). The reporter commented: nothing was prescribed to swelling of hands, swelling of feet, swelling of joint, because doctor did not know what were the cause. It was also informed that diet was changed due to weight gain. She discussed her health issues and symptoms with physician on (B)(6) 2013. On (B)(6) 2014, (B)(6) 2014, with other physician and on (B)(6) 2014 with other physician. It was reported that once she had surgery to remove the essure, she experienced a gradual decrease in the swelling, persistent and severe pelvic pain, allergic reactions, bloating and fatigue. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). On (B)(6) 2006 she underwent dye test (essure confirmation test). On an unspecified date, due to heavy bleeding, ultrasounds and pap smears were performed, which resulted in ablations. Underwent allergy testing, scratch/puncture test on or about (B)(6) 2014 with confirmation of allergy to nickel. Most recent follow-up information incorporated above includes: on 15-nov-2017: pfs received: case upgraded as incident and valid from invalid. Reporters and patient¿s information were updated. Historical and concomitant conditions were added. Lab data and treatment drug were included. Furthermore the events ¿pelvic pain¿, ¿joint swelling¿, ¿sleep apnea¿, ¿fatigue¿, ¿amnesia¿, ¿back pain¿, ¿pain¿, ¿headache¿, ¿heavy bleeding¿, ¿allergic reactions¿, ¿rash¿, ¿hepatic enzyme increased¿, ¿memory loss¿, ¿pain in extremity¿, ¿joint pain¿, ¿allergic to nickel¿, ¿mental disorder¿, ¿allergy to metals¿, ¿abdominal distention¿, ¿heavy bleeding¿, ¿allergic reactions¿, ¿weight gain¿, ¿fatigue¿, ¿back pain¿ and has not used birth control or contraception at any time following essure placement" were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.